Manufacturer narrative:
MFR investigation: a review of the mfg. Lot database for the reported lot# 1924361 (mfg. Date 05/2010) shows 2000 units were mfg. Tested, inspected and released. There were no exception documents generated during the mfg. Build cycle. Note: the user facility reporter when contacted had no information as to the specific nature of the problem or performance issue with the kits "faulty transducers". A review of the device labeled instructions for use includes detailed set-up and pre-testing instructions. The instructions detail relevant transducer functions including zeroing, leveling and calibration verification for both set-up testing and during usage. Additionally, the instructions for pre-testing and set-up if performed correctly would have identified an obvious out of package damaged component such as the reported damaged tubing (holes) during the priming sequence. Conclusion: the involved 4206-05 devices were not returned for investigation. The exact cause of the reported product experiences remains unknown. This report and the associated information have been entered in our database for analysis and trending.

Event description:
User facility report received concerning multiple issues with use of 42606-05 transpac IV monitoring kit. The report states "arterial line high pressure tubing had a visible hole with fluid leaking out and blood backing up in the tubing. Two other high pressure tubing lines were also hooked up to the patient and the transducers were faulty. Tubing had to be changed out. No harm to the patient". The involved 42606-05 monitoring kits were not available and or returned to the MFR. For analysis and confirmation.